Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, other implanted mitraclip. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The anatomy was challenging due to biventricular dilation and previous bypass surgery. One clip was implanted without issue. The second clip was implanted, reducing the mr to <1; however, 5 minutes after the gripper line was removed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Two clips were implanted, reducing the mr to 3. It was confirmed that the patient had a good outcome. There was no clinically significant delay in the procedure. No additional information was provided.